Manufacturer narrative:
Of the 75 allegations of a malfunction, 64 pumps were returned to animas and investigated. Of the investigated pumps, 64 were found to be malfunctioning due to battery compartment cracks, moisture within the pump, display lens leaks, battery compartment leaks and damaged battery compartment threads. During investigation for unrelated complaints, there were 403 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes 75 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-74 years of age and between 45 and 352 pounds. Of the reported patients, 33 were male, 42 were female, and were unknown.

Manufacturer narrative:
In quarter 4 of 2018, there were 5 instances of battery compartment w/moisture failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.